Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, medical device model, section h imdrf annex codes. Upon investigation of this incident, it was determined that the cabinet was not synchronizing. A technical support specialist was reported by the user that the cabinet had stopped synchronizing since (B)(6) 2026 and attempted to remote in to restart asp synchronization, but the connection was taking a long time to establish and advised checking the network cable was connected to the correct port. The cabinet eventually resumed synchronizing, and there were no pending records. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cabinet had stopped syncing. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the cabinet had stopped syncing. However, there were no delays, adverse events or injuries reported based on this event.